Event description:
It was reported that the patient had two transient ischemic attacks (tia) post ventricular assist device implantation. The first tia was on (B)(6) 2024 when the patient arrived to the local emergency department with left sided facial weakness, dysarthria, and weakness which lasted 5 minutes. The patient had a computed tomography of the head (cth), which was without an acute bleed. The computed tomography angiography (cta) without large vessel occlusion international normalized ratio (inr) was 2.1 outside hospital (B)(6). The patient's left and right ventricular systolic function were both moderately reduced. The aortic valve did not appear to open well and the inferior vena cava was underfilled. The findings were suggestive of hypovolemia. It was reported that the reduced right ventricular systolic function existed prior to the left ventricular assist device (lvad) implant (B)(6) 2023. The patient was then transferred for further workup, where they had a subtherapeutic inr of 1.98. The second tia was on (B)(6)2024 when the patient presented with slurred speech and left side weakness. The patient's symptoms resolved and the transesophageal echocardiogram (tee) showed no vegetation or thrombus on any valves. The cta showed no evidence of thrombus in the left ventricular assist device (lvad) outflow graft. The lvad inflow graft was sub optimally visualized. The left ventricular and left atrial cavities were small with no thrombus or significant atherosclerosis noted in the ascending aorta or aortic arch. The patient's inr was 2.5 on (B)(6) 2024. The patient's inr range was 2.0 to 3.0 and generally maintained a therapeutic inr range. The patients' symptoms resolved. The patient was also admitted with a driveline infection, which had cultures of methicillin-susceptible staphylococcus aureus (mssa). The driveline infection improved with intravenous antibiotics. The positron emission tomography (pet) scan imaging did not have uptake along the driveline or at the pump housing. In addition to the infection, the patient also presented with lvad speed drops. Their lactate dehydrogenase (ldh) was stable in the high 180-200 range, with normal haptoglobin but with elevations in their plasma free hemoglobin levels: 40 - 30-50-100-60-140-40-50. With the associated increase in free hemoglobin, they saw interval increase in the frequency of aortic valve opening at the same pump speed without recovery of cardiac function. There was no obvious driveline fracture on imaging, nor external compression of the patient's outflow graft.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported decrease in speed could not be confirmed as log files were not submitted for review in correspondence to the reported events. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6)2024 when the patient underwent a routine heart transplant. The device was returned for evaluation (MFR# 2916596-2024-06770). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection and other neurological event (not stroke-related), that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump speed and pulsatility index (pi). Section 1 also explains that heartmate 3 employs a feature called artificial pulse; although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 revolutions per minute (rpm) above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4 of the IFU, ¿system monitor¿ explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 revolutions per minute (rpm) per second to the fixed speed setpoint. Furthermore, there are no audible alarms with a pi event. Section 6 of the IFU, ¿patient care and management¿, also lists infection and neurological dysfunction as potential late postimplant complications. Several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The patient handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.